Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported on an unknown date, the patient was hospitalized for another indication. It was unknown if the patient was treated with antibiotics for the event. The patient was not recovered from the peritonitis event. On an unknown date, the patient passed away while in the hospital. The cause of death was unknown. It was reported an autopsy was not performed. Pd therapy was ongoing prior to and at the time of death. No additional information is available.